Event description:
It was reported that the patient experienced a high blood glucose of 400 mg/dl, which was treated with a bolus. The customer does have a back-up plan. Troubleshooting was performed for high blood glucose with the insulin pump. The drive support cap appeared normal. No air was found in the tubing. Insulin did exit the tubing during a manual prime and no leaks were found. It was stated that the battery was replaced the previous day, and it said low battery and was showing a full bar. Settings and history were found to be correct. A high pressure test was performed and passed. Upon removal of the infusion set, the cannula was found not be bent or occluded, and the site was neither sore nor irritated. The customer was instructed to change out the infusion set, reservoir and insulin. The customer had also received failed battery and weak battery notifications on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).